Event description:
During testing conducted by the MFR, it was reported that the drill attachment overheated. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
During testing, internal components were evaluated, which revealed corroded bearings. Corroded bearings can lead to increased friction among rotating components of the drill attachment, resulting in heat being generated.